Event description:
It was reported that the customer experienced repeated occlusion alarms, specifically alarm 2 followed by alarm 26. Despite these alarms, there was no adverse impact on the customer¿s blood glucose level, as it remained relatively normal. During the troubleshooting session, clinical support could not identify a clinical reason for the alarms. The customer was advised to replace supplies as needed, resume insulin. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.